Manufacturer narrative:
The site operating room (or) nurse, (B)(6) was unable to provide the patient weight. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 software analysis was unable to determine probable cause with the information provided. On (B)(4) 2016 a medtronic representative, following-up at the site, reported being on-site two times since this event with the same navigation system and navigation was accurate. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of 2-3 millimeters using the suction. No specific direction of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.